Manufacturer narrative:
There was limb ischemia when the impella cp was placed via the femoral artery. The patient was on high doses of pressors at the time of impella support. The cause of the ischemia was most likely the condition and size of the native vessel. The failure mode will be monitored and trended.

Event description:
The customer placed an impella cp in a pccs patient via the 10mm graft to the axillary artery. When the patient was unable to come off-pump during the coronary artery bypass and mitral valve replacement surgery, the team placed va ECMO and inserted the impella pump via the femoral artery after removal from the previous graft site. The patient was transferred to the tertiary center for further monitoring and care. At the tertiary center the patient's limb was noted to be ischemic. The team placed a perfusion catheter. When this failed to restore the limb, the team performed a fasciotomy. The impella was explanted after 26 hours of support.